Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there was a warning for high defibrillation impedance on the right ventricular (rv) lead. There was also an alert for high ventricular threshold. The lead remains in use. No patient complications have been reported as a result of this event.